Event description:
Pt presented multiple times post left sided procedure with pericarditis symptoms and af reoccurrence. On final admittance, pt was febrile had multiple embolic events to the brain and had an active esophageal fistula. Pt died 3 days later after life support was withdrawn. Cause of death reported as multiple embolic events to the brain. Hansen catheter was delivery catheter for celsius irrigated ablation catheter. Catheters were not returned for investigation. Index procedure was prolonged due to extensive ablations and performed under general anesthesia, but was otherwise unremarkable. There was no malfunctions or issues noted during the index ablation procedure and the dr. Did not attribute causality to the celsius ablation catheter nor hansen device.

Manufacturer narrative:
The IFU lists esophageal fistula as a potential adverse event for the device.